Event description:
Spontaneous communication. Clients' home health nurse sandra s. (Rn) reports that client's infusion ran faster than 4 hours and 37 minutes as pump sheet indicates. Sandra reports that the infusion on the pump finished about 45 minutes early. Sandra reports no adverse events occurred; client's vitals are stable. Advised we will start by sending a new pump, no further questions at this time. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubling shooting was not reported. Device is available for return. No additional information available. Serial number for pump: (B)(6). Reported to cvs/caremark by: health professional.